Event description:
The user facility reported 5f dilator hub detached from the dilator. Follow-up communication with the user facility confirmed: this occurred while the doctor was attempting to remove the dilator from the sheath after patient insertion; the doctor was able to retrieve dilator and sheath without incident; medical intervention was not required; procedure was completed; and patient is reported doing "okay".

Manufacturer narrative:
The involved device was not returned by the user facility. Therefore, the investigation was based upon evaluation of user facility information, reserve samples from the reported lot as well as the surrounding lots. An evaluation of the retention from the reported lot and lots manufactured prior and after the reported lot was conducted. Visual inspection found no defects or anomalies. Functional testing confirmed that the product performance specifications were met. A review of the device history record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The cause of the reported event cannot be definitively determined based upon the available information. There is no indication of an increasing trend or relationship to a manufacturing malfunction in the process or material. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).